Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead micro-dislodged causing an increase in thresholds and pacing impedance measurements. The dislodgement was confirmed through x-ray. The lv lead was reprogrammed and remains in service. No adverse patient effects were reported.